Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2026 due to unknown reasons. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.